Manufacturer narrative:
Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. Device and records evaluation did not however identify or verify product error with regard to the reported event. It was reported the depuy acetabular devices were used in conjunction with competitor femoral devices. This use of a depuy device is not recommended and is considered off-label use. Disassociation of pinnacle devices are monitored through complaint handling and depuy post market surveillance activities. A need for corrective action has not been identified. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The patient was revised because of pain, disassociation, and wear of the liner and ard's.